Event description:
The account generated false positive architect total bhcg of 255.35 miu/ml on a patient (female, 28 year old with irregular menstruation) that was questioned by the physician when processing on architect i2000sr. The sample was repeated with a negative result. No additional specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service observed that sample probe was dirty, which was cleaned, and deemed the likely cause for the issue. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of serial (B)(6) verifies no subsequent false positive bhcg results have been reported. No nonconformances and potential non-conformances applicable to the current complaint were found for the architect probe likely cause. A review of the architect product monitoring found no adverse trend of the architect i2000sr with regards to the current issue. And no adverse trend is not identified for the likely cause. No product deficiency is identified.